Manufacturer narrative:
This report was initially filed as MDR MFR. Report # 2124823-2015-00031 for the carescape central station product. The correct MDR MFR. Report # is 3008729547-2016-00002 for the dash 4000 product. The customer confirmed that the dash monitor labeled p2 was physically located in the emergency department (ed) room ed/cc5 at the time of the event and the dash monitor for cc5 was in room ed/p2. The ed has two central stations, ed/cics and ed/cicn. Dash bed ed/cc5 was locked into bed #2 slot on ed/cicn and ed/p2 was locked into bed #13 slot on ed/cics. Dash monitor logs for ed/p2 and ed/cc5 and cic logs were reviewed. Cic and dash logs confirm that clinicians remotely discharged ed/p2 from ed/cics at 09:24:34 and 09:26:25, possibly a result of confusion over location of the patient and dash monitor. Since the patient was still connected to the monitor, the dash auto admitted after each network discharge. Additional ECG leads fail and spo2 probe system warning alarms occurred between 09:33 and 09:36. At 09:36:11, ed/cics logs indicate ed/p2 alarms were paused confirming that clinicians responded to the patient bedside. Based on the review of dash and cic logs involved in the event, the system performed to specifications. Investigation reveals the clinicians incorrectly placed dash ed/p2 in ed room cc5 and ed/cc5 in ed room p2. This resulted in confusion between the clinical staff regarding which room the patient was actually located. There is no indication that ghost alarms were occurring ed/cc5 at the time of the event as alleged. No issues were found with the performance of the dash monitors in cc5 and p2 or the cics located in the emergency department.

Event description:
The customer reported a patient being monitored in the emergency department on the dash patient monitor experienced a low spo2 condition and due to a mix-up with another dash monitor, the spo2 low alarms were mistaken for false alarms and thus ignored. The customer reported an approximately 15 minute delay before anyone responded; the patient was placed on a mechanical ventilator and transferred to ICU. The patient did survive the event.